Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: soundstar eco ge 8f catheter: us catalog #: 10439236, lot #: unknown. Carto 3 system: us catalog #: unknown, serial #: unknown. Webster 10 pole: us catalog #: 1085122rt, lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring resuscitation), and death. During the procedure, the patient developed a cardiac tamponade requiring a pericardiocentesis. Patient went into cardiac arrest. Resuscitation efforts were unsuccessful and the patient expired. Patient did not require extended hospitalization as a result of the adverse event. Medical history includes severe vasculopathy and left ventricular hypertrophy. It was noted that no autopsy will be performed. Physician¿s opinion regarding the cause of the adverse event is that it was not related to any bwi product malfunction. Physician¿s opinion regarding the cause of death is that it was related to an irreversible cardiac tamponade secondary to ablation. There were no device issues detected. Since this adverse event resulted in the patient¿s death, it is MDR reportable.